Event description:
A half hour into surgery, the warning light came on saying e5 bus error. Three different handpieces were used but nothing worked. The case was abandoned. The pt had to reschedule for a later date.

Manufacturer narrative:
Device was returned for eval. The main digital board shorted out. The control unit does not have protective poly switch.